Manufacturer narrative:
No device deficiency reported, and it is more likely than not the cause of cardiac tamponade was not the ablation catheter listed in this MDR per the treating physician. Cardiac tamponade is a known potential adverse event of any catheter ablation procedure.

Event description:
Cardiac tamponade was reported during a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af). A sheath from another manufacturer was inserted into the left atrium after which the ablation catheter was inserted. Prior to inflating the balloon catheter a drop in blood pressure occurred and the procedure was stopped. Echocardiography confirmed cardiac tamponade which was treated with drainage. The treating physician believes the cause of the cardiac tamponade was the introducer sheath, and that the catheter was inside the sheath prior to the tamponade. However, it was reported the physician did not definitively rule out the ablation catheter as the cause, so this event is being reported as an MDR. There was also a lasso mapping used in this case which also may have been the cause of the tamponade.